Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient was admitted to a hospital due to being over sedated. The patient¿s co2 was elevated and his o2 was decreased. The pump was being used to deliver morphine. Additional information has been requested but was not available as of the date of this report.